Manufacturer narrative:
Continuation of d10: 5071-35 lead, implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced cardiac perforation, cardiac tamponade, discomfort, chest pain, and breathing difficulty approximately ten days post implant of a right ventricular (rv) lead. A pericardiocentesis drain was inserted into the heart. Echocardiogram showed a small pleural effusion. A small amount of blood was drained and the decision was made to remove the rv lead. After the lead was removed an echo showed the effusion getting bigger. A pericardial window was performed to access the heart to repair the hole in the heart. The patient condition became worse and the patient went into ventricular tachycardia (vt). After the patient was shocked, the patient converted from atrial fibrillation (af) into a sinus rhythm. The decision was made to perform a thoracotomy for better access to the heart and possible cardiac massage. While the heart was exposed an epicardial lead was attached, the patient's condition stabilized. The chest was closed and the patient was transferred to the intensive care unit (ICU). A post op check, showed the device function was appropriate at that time. The patient was exhibiting signs of seizures, an electroencephalogram (eeg) study was ordered. The family chose comfort care after the eeg was performed. It was reported that the patient died. Cause of death was not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the death was not believed to be related to the rv lead. The patient's family chose to make the patient 'do not resuscitate'.